Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823844) was implanted on an unknown date with unknown setting. On unknown date, the physician could no longer change the pressure of the valve. A magnet was used, however, the pressure could not be changed. Therefore, the valve was explanted on unknown date. The schedule of reconstruction surgery is still undecided. According to the additional information received, it is unknown if the valve was replaced. It is also unknown if the patient experienced any signs and symptom due to valve issue. The current status of the patient is unknown.

Manufacturer narrative:
The hakim valve (ID 823844) was returned for evaluation. Failure analysis - the position of the cam when valve was received was on setting 30 mmh2o. The valve was visually inspected; a cut mark was noted in the needle chamber. The catheters were irrigated, no occlusions noted. The valve passed the test for programming, occlusion, reflux and pressure. The valve was leak tested; it passed, only leak from the cut. Root cause analysis - at the time of investigation, no programming issue was noted. The root cause for the issue reported by the customer could be due to improper handling of the device. The root cause for the ¿cut mark¿ is due to a sharp or pointed object coming into contact with the valve or atypical handling. As noted in the surgical procedure precautions section in the instruction for use (IFU), silicone has a low cut/tear resistance.